Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer displayed an error. It was indicated that the main printed circuit board was out of specification electrically and corroded. It was also indicated that both display wires were pinched and the insulation of one was compromised. It was also indicated that the flex cable was corroded, the hanger assembly was broken, two case screws were contaminated, and the main seal was broken. It was also indicated that the display connector was displaced, the keyboard flex cable was corroded, and the display frame was corroded. These parts were replaced and the epg passed final functional and system tests. Following service and repair, failure analysis was performed on the main board and display. Visual inspection revealed corrosion and contamination on the main board. Bench analysis found that the main board powered up to an error. Multiple errors were also verified in the error log. Conclusion: confirmed the customer-reported error. The failure was caused by contamination and corrosion on the main board.

Event description:
It was reported that the programmer displayed an error on the lower screen. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under section h6 -conclusion code(s). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.